Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery alarm. Troubleshooting was performed. They inserted a new battery and the insulin pump alarmed a battery failed. They were advised to remove the battery. They were advised to clean battery cap and contacts with dry cotton swab. They inserted a new battery and had received a battery failed alarm. The customer was to be sent a replacement battery cap. They were advised to monitor the insulin pump and to revert to back up plan until the replacement cap arrives. The customer¿s blood glucose level was 99 mg/dl. The device will not be returned for analysis.